Event description:
Complainant alleged that while attempting to monitor a 65-year-old female patient, the device's screen turned completely white and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed external damage consistant with mis-handling. The lcd display module was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.